Event description:
It was reported that a speaker malfunction occurred and the speaker emits no sound. The device was in use on a patient at the time of the event. There was no adverse event reported.

Manufacturer narrative:
The remote service engineer (rse) removed the x3 from the mx800 that was set as a companion, turned off the power, removed the battery and reset it and then placed it back in the companion bedside device. The rse stated that the device was operational, producing audio sound and was no longer displaying a inop malfunction after removing the x3 device from the mx800 patient monitor that was set as a companion, power cycling the device, removing and resetting the battery and placed the x3 back in the companion bedside device. Reporter and reporting institution phone # (B)(6).